Event description:
Four cases of endophthalmitis occurred with two surgeons. Three of four pts were cultured; all were negative. Prognosis is reported as poor for all pts. Pt 1 of 4: surgery date 2002.